Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that ventricular fibrillation occurred. In (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction and cardiac catheterization was recommended. Subsequently, index procedure was performed. Target lesion #1 was located in the distal left circumflex artery (lcx) with 99% restenosis of a previously implanted bare metal stent (bms) and was 18mm long with a reference vessel diameter of 2.25mm. Target lesion #1 was treated with direct stent placement using a 2.25mm x 20mm promus element plus stent, with 0 % residual stenosis. Target lesion #2 was located in the mid left anterior descending artery (lad) with 99% restenosis of a previously implanted bms and was 14mm long with a reference vessel diameter of 2.25mm. Target lesion #2 was treated with direct stent placement using a 2.25mm x16.00mm promus element plus stent with 0 % residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to severe onset of chest pain and was diagnosed with anterior septal myocardial infarction. The patient was hospitalized on the same day. Electrocardiogram revealed extensive st elevation over the entire precordial lead and mild st elevation. Subsequently, a percutaneous transluminal coronary angiography (ptca) of the proximal lad was performed using a 2.5x15.00mm emerge balloon catheter. Post dilatation, the patient experienced ventricular fibrillation and was treated using a defibrillator. The following day, cardiac enzymes were found to be elevated. Two days post procedure, the event was considered to be resolved and the patient was discharged on prasugrel and aspirin.